Event description:
Customer reported being hospitalized for high blood glucose levels and dka. Customer had symptoms of chest pain and blood at insertion site. Troubleshooting was performed and pump appeared to be functioning properly.